Event description:
Pt images sent direcly to work station while archive being serviced by ge personnel. Images not sent from workstation to archive and were auto deleted. Pt's cariac. Cath digital images irretreivably lost.